Event description:
It was reported that noise resulted in oversensing was observed on the right ventricular (rv) lead. A rv lead fracture was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.